Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no incidents reported from this lot. The mitraclip instructions for use states: use echocardiographic imaging to verify insertion of both leaflets satisfactory grasp by observation of: leaflet immobilization, single or multiple valve orifice(s), limited leaflet mobility relative to the tips of both clip arms and adequate mr reduction. In this case, since the leaflet assessment was not satisfactory prior to clip deployment, this likely contributed to the reported single leaflet device attachment (slda). All available information was investigated and the reported slda appears to be related to user error. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that during a mitraclip implantation procedure, the first clip was successful implanted in the center of the valve. A second clip was positioned, but there was some doubt regarding the anterior leaflet position of the clip. The physicians were not completely certain that the anterior leaflet was satisfactorily inside the second clip. After clip deployment, it was noted that the anterior leaflet was not inside the clip. A third mitraclip was deployed to stabilize the second clip and further reduce the mitral regurgitation (mr). Mr was reduced from 4 to 2. No additional information was provided.